Event description:
User alleges they were unable to get a seal with the mask due to the mask cushion separated from the cone. Allegedly had several units with the mask either separated at cone or with a hole in the cushion. Found during training session.